Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: " patient has siliconomas", ¿presence of siliconomas with contextual phlogistic phenomena when the external areas are passed, in the superouter distal area and in the right axillary cavity, as evident on the second sonographic look¿, ¿bilateral signs of intra and extracapsular rupture¿ the event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported right side extracapsular rupture with the presence of siliconomas diagnosed via ultrasound and MRI. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Visual analysis of the photographs identified: granuloma: unable to observe since it is not related to the device. Migration: unable to observe since it is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side extracapsular rupture with the presence of siliconomas diagnosed via ultrasound and MRI. The device has been explanted and replaced with another manufacturer's device.